Manufacturer narrative:
The complaint device was returned to stryker sustainability solutions (sss) for an evaluation. The returned device revealed evidence of clinical use. Upon visual inspection of the returned complaint device it was revealed that the electrodes were intact but the suction plate was missing. The suction plate was not returned with the complaint device. Therefore, the most likely root cause is too much force applied to device during use. The instructions for use states: "careful handling of the instruments is necessary to avoid damage or breakage as a result of excessive force."

Event description:
It reported that the screen on the distal end of the arthrow and fell off the device and into the patient. Doctor removed the piece from the patient successfully. No larger incision was made and no patient injury was reported. Extended procedure time reported was minimal. These are commonly used devices that are readily available.